Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that epoxy residue was found on the ndle 25ga 7/8in ECG blt no-anl trans orn needle/hub junction before use. Lot #'s 7285991, 7355712, 8017668, and 7083534 were reported to have been involved in this event, but it is unknown how many specific occurrences happened within each lot. However, it was reported that 500 samples of lot # 7285991 were inspected, with 47% of the samples found with foreign matter on them; 800 samples of lot # 7355712 were inspected with a 21% rate of foreign matter found; 800 samples of lot # 8017668 were inspected with a 23% rate of foreign matter found; and 800 samples of lot # 7083534 were inspected with a 34% rate of foreign matter found. The following information was provided by the initial reporter: "this is the situation that we currently have with bd cannula (p/n: 8034720). 1. Cannula is presenting the following conditions, epoxy residues on the ss cannula. 2. All lots in inventory were verified with a sampling of each box presenting the same conditions all lots (total quantity affected is: 787,902 cannulas)." H.6. Investigation: during DHR review there was no documentation of issues for the complaint of batch #s 7285991, 7355712, 8017668, 7083534 during the production runs. 90 samples were received. One photo was provided. They came in small plastic bags. Each bag has 30 units. They are labeled as: 7355712, 7285991, and 7083534. Samples were inspected under the microscope, no epoxy spatter or drip overs, what was observed was lube solids (gels) on the needle. The complaint could not be confirmed and a root cause couldn't be determined.

Event description:
It was reported that epoxy residue was found on the needle 25ga 7/8in ECG blt no-anl trans orn needle/hub junction before use. Lot #'s 7285991, 7355712, 8017668, and 7083534 were reported to have been involved in this event, but it is unknown how many specific occurrences happened within each lot. However, it was reported that 500 samples of lot # 7285991 were inspected, with 47% of the samples found with foreign matter on them; 800 samples of lot # 7355712 were inspected with a 21% rate of foreign matter found; 800 samples of lot # 8017668 were inspected with a 23% rate of foreign matter found; and 800 samples of lot # 7083534 were inspected with a 34% rate of foreign matter found. The following information was provided by the initial reporter: "this is the situation that we currently have with bd cannula (p/n: 8034720). 1. Cannula is presenting the following conditions, epoxy residues on the ss cannula. 2. All lots in inventory were verified with a sampling of each box presenting the same conditions all lots (total quantity affected is: 787,902 cannulas)."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7285991; medical device expiration date: n/a; device manufacture date: 2017-10-12; medical device lot #: 7355712; medical device expiration date: n/a; device manufacture date: 2017-12-21; medical device lot #: 8017668; medical device expiration date: n/a; device manufacture date: 2018-01-17; medical device lot #: 7083534; medical device expiration date: n/a; device manufacture date: 2017-03-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that epoxy residue was found on the ndle 25ga 7/8in ECG blt no-anl trans orn needle/hub junction before use. Lot #'s 7285991, 7355712, 8017668, and 7083534 were reported to have been involved in this event, but it is unknown how many specific occurrences happened within each lot. However, it was reported that 500 samples of lot # 7285991 were inspected, with 47% of the samples found with foreign matter on them; 800 samples of lot # 7355712 were inspected with a 21% rate of foreign matter found; 800 samples of lot # 8017668 were inspected with a 23% rate of foreign matter found; and 800 samples of lot # 7083534 were inspected with a 34% rate of foreign matter found. The following information was provided by the initial reporter: "this is the situation that we currently have with bd cannula (p/n: 8034720). Cannula is presenting the following conditions (epoxy residues on the ss cannula). All lots in inventory were verified with a sampling of each box presenting the same conditions all lots (total quantity affected is: 787,902 cannulas)."